Manufacturer narrative:
The returned products were thoroughly analyzed. During the analysis, the products were examined visually, electronically, and mechanically. In the returned state, the linox smart s 65 was only available in fragments. About 5 cm of the lead body are missing between the returned distal and proximal lead fragment. During the analysis, it could be seen that the insulation at the distal fragment was damaged by fraying. This damage can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires stress of the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of significant mechanical stress of the lead in the implanted state. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors for either the ICD or for the leads.

Event description:
Ous MDR - after an implantation time of about 44 months the lead was explanted as a break was suspected. The patient had received inappropriate shocks. The shocks have caused the patient stress. During explantation the lead that had been implanted previously and had been active but was deactivated on (B)(6) 2011 was also removed. Fragments from the lead were also returned for analysis.